Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No device was received for analysis. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.